Event description:
"During routine IV tubing and cassette change on critically ill pt error message appeared on pump screen. Pressor dependent pt became bradycardiac and arrested. Resuscitated and new pump obtained." Upon further query the following info was provided: the event reportedly involved an adverse event while the device was in use. The "critically ill" pt was reportedly receiving unspecified "pressors" to control blood pressure. At an unspecified time, the pump alarmed during a tubing set change. The customer reported that "within 2 minutes" the pt "went asystolic" and "acls protocol" was initiated. The pt was reportedly "bolused" with an unspecified amount of levophed. The pt was "brought back to baseline status." The device was removed from clinical service. Therapy was resumed using a replacement device and the tubing set in use at the time of the alarm condition without further issues. Though requested, no add'l info was provided.